Event description:
Diagnosed with keratitis. After bausch and lombs renu w/moisture loc in aug/sept. 2005 I got what I thought was pink eye in both eyes. I had my husband get over the counter eye drops for pink eye. I had to remove contacts for 2 days while using drops. Eyes stayed red even with use of special drops. Cloudiness, tearing, crusting over the eyes at night, sharp pains. Light sensitivity and irritation also started. After about 2 weeks the redness started to fade. I had not used the renu since. After use I complained to my eye doctor about cloudiness and he gave me a different brand of cleaner. The renu is still sitting in my cabinet. The redness went away, only happening once in awhile. All the other symptoms persisted. I put off seeing a doctor thinking maybe my allergies were the cause. I went through a year's worth of contacts in 7 months because of the problems with my eyes. Finally I made an appointment with my dr. He was on vacation so they sent me to another associated dr. They did a bunch of things with my eyes, their diagnosis was keratitis of both eyes. I have worn contacts for about ten years and have never had problems till the use of renu. I told the dr. That I thought it was caused by renu after hearing the reports. I was ignored, funny enough when I looked around the room everything was bausch and lomb and machines. I don't know what else to do. If my infection was caused by this I want to know. I still have the original bottle.